Event description:
Philips received a complaint on the v60 indicating that a 1124 "battery failed" alarm error occurred. There was no patient involvement at the time the issue was discovered as the issue was found at bench. No patient or user harm was reported.the bench repair technician found that a 1124 "battery failed" alarm error occurred, and the battery needed to be replaced. Per good faith effort (gfe) response received (B)(6) 2024, the bench repair technician confirmed the reported issue and noted that the battery lot code of the defective battery is m02848p1 (2022-09-15). The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6), reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the asp confirmed the reported issue and noted that the battery lot code of the defective battery is m02848p1 (2022-09-15). The asp ultimately replaced the defective battery and verified that the issue was resolved. The investigation concludes that no further action is required at this time.